Manufacturer narrative:
The device will not be returned to the MFR for eval.

Event description:
It was reported that during the course of a surgical procedure, the tip of the device became detached. The surgeon did not use a back-up device but instead re-attached the tip to the device with a piece of tape. There were no adverse consequences, no medical intervention and no delay reported.